Event description:
In late october and up to mid-november 2005, I kept suffering severe eye infections that I first attributed to perhaps scratching my eyes from allergies. I do wear soft contacts and have worn contacts on a regular basis since I was 16 years old. I do not however, sleep in contacts and often wear my glasses at home. I first tried using corilliym eye wash and over the counter eye drops as I had had allergic type eye irritations in the past and that would usually work. Eyes just kept getting worse, particularly left eye. Symptoms were excessive tearing, swollen, red extreme pain and sensitivity to light or inability to focus on anything without extreme pain. I missed work and could only get some relief by just laying down with my eyes closed. I remember thinking that this could possibily affect my vision, which was not great as it was. I also went through several pairs of contacts thinking perhaps I had some bad contacts, still no relief, eyes just kept getting worse. I contacted my regular-doctor -covered by insurance- and asked for some prescription eye drops, still thinking it was allergies. He prescribed bausch and lomb neomycin and polymyxim b sulfates and gramicidin ophthalmic solution, but this did not seem to help much either. I finally walked into my optometrist's office -not covered by insurance- and he examined my eyes and gave me a prescription for alcon patanol eye drops, which helped tremendously. He also asked me at the time what solution I was using and I told him bausch and lomb renu with moisture loc, he stated he did not recommend that product and I switched to alcon opti-free replenish which I have not had any problems with. I still have the bottle of b&l renu with moisture loc that I was using when I developed the eye infection. While the drs were not aware of the problem with b&l renu at the time of my infection and they did not take a culture, optometrist does acknowledge that I had a severe eye infection and now we know the cause of it.